Event description:
It was reported the customer had off no power anomaly. Customer's blood glucose with unknown. No additional information provided.

Manufacturer narrative:
Unit received with blank display due to battery tube connector not fully connected into interface board. Unable to verify off no power anomaly due to blank display. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.